Event description:
It was reported that the blood glucose level was displayed as "high" on the customer's cgm, though the specific value was unknown and not confirmed by a bg meter. To address the high reading, the customer administered a correction bolus via the pump and a correction injection via mdi. The customer declined further assistance and resolved the issue independently.